Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer's spouse reported via phone call that the insulin pump alarmed no delivery. Blood glucose value was 130 mg/dl. The customer changed the reservoir but received another no delivery. Customer changed the infusion set and gave a correction. Spouse stated customer was experiencing high blood glucose of 526 mg/dl and they would treat with manual injection. During troubleshooting, they were able to prime but the insulin pump alarmed no delivery during cannula fill. It was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.